Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.5/+3.5/9 diopter, in the patient's left eye (os) on (B)(6) 2015. The patient experienced a refractive surprise. The lens remains implanted and is planned to exchange for another lens.

Manufacturer narrative:
(B)(4).